Event description:
When we attempted to add the reagent into the abbott architect for bilirubin testing, the barcode could not be read. We had to manually enter the barcode in order to run the test. Manufacturer notified and will replace the reagent.